Event description:
The user facility reported during the procedure, the vitrectomy cutter was not cutting as fast as it should. The doctor states the product only cuts at 3800 cuts per minute. Additional information: the doctor confirmed the cutter would not cut properly over 3800 cpm. The port would close with vitreous trapped. He would not tell if there was aspiration or not. There was no patient injury or medical intervention.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.